Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst during the initial fill-up with a hydrostatic solution. The same problem occurred with the second cre wireguided dilatation balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.